Manufacturer narrative:
(B)(4).

Event description:
The patient ins(stimulator) was starting to flip and move. There was no troubleshooting / interventions already performed and no trauma/falls reported that could be related to this issue. Patient did mention that she had been losing weight. Symptoms reported were ins moving and nausea. Location of symptoms reported was at ins site. This would be consider a gradual change in therapy/symptoms. Event date was (B)(6) 2015. The indications for use for this patient was gastric stimulation. Additional information was being requested from hcp for steps taken to resolve leakage. Follow will be submitted if additional information is received.

Event description:
Additional information was being requested from the healthcare provider regarding stimulator flipping and moving and nausea. Causes, diagnostics/troubleshooting and actions/intervention taken to resolve the reported issues. Follow will be submitted if additional information is received.